Event description:
A pt's friend reported after injection with unspecified juvederm voluma in the malar area and "nl lines" as well as concomitant injection of botox in the forehead pt complained of herpes, ptosis of one eye, visual disturbance, and numbness near the injection site. A physician has evaluated the pt several times, but"... Could not see anything wrong. No herpes, no ptosis". Hyaluronidase was prescribed "to remove" the filer. Pt still complains of symptoms. Pt is additionally concerned the juvederm voluma may "leak into [their] brain", the friend noted that the pt has a history of anxiety. Though per the friend's report, the healthcare professional did not identify anything wrong with the pt. Allergan was unable to confirm events with the healthcare professional or pt involved. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable.